Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated, she was hospitalized on three occasions for high blood glucose. The blood glucose reading was over 1200 mg/dl on the first and second hospitalizations and over 800 mg/dl on the third hospitalization. The customer also reported having seizures. The customer stated the buttons on the insulin pump were not responding and also stated the insulin pump was not delivering any insulin. Troubleshooting was performed and the buttons did not respond.